Event description:
The user facility reported that when a user grasped the inner needle to dispose of it, which was placed on a tray after the catheter placement, he/she got a needle stick. The user thought it was covered by the safety cover. There was no medical or surgical intervention required. The patient outcome and impact were unknown. Additional information was received on 13mar2025: no infection was confirmed on the injured nurse through the inspection performed according to the in-house manual. According to the in-house manual, the patient to whom the affected needle was used, received inspections for diseases that had not been noted at the time of hospitalization.

Manufacturer narrative:
D4: expiration date: nov 2029. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: 16dec2024 - 18dec2024. The affected sample was disposed by the user facility. Instead, the photo was provided. When we verified the provided photo of the actual sample, the safety cover stayed around the middle of inner needle, and it did not shield the needle tip. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to the safety mechanism activation failure, shall be detected as a defect, and then automatically disposed of. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no deficiency in the automatic disposal system. The manufacture inspection records of the corresponding lot was reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to safety mechanism activation failure, has been detected. Moreover, no reports related to safety cover activation failure, attributed to a product defect, has been reported from other medical facilities. As no sample was returned for investigation, we were unable to identify the root cause of reported issue. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.